Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.

Event description:
Information received indicates the head brake casters are slipping when the brake is activated.